Event description:
It was reported the gastrointestinal videoscope had static no image during diagnostic endoscopy procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the no image was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received by the customer.

Manufacturer narrative:
Addition to h6 medical device problem code correction to h6 investigation findings this supplemental report is being submitted to provide the results of the revised final investigation. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the image was confirmed due to a e216 error code. This was likely caused by fluid invasion of the scope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.